Manufacturer narrative:
A review of the manufacturing documentation confirmed that the lot met the specification requirements.

Event description:
Additional information received from electronic database provider indicated that one dose of ceftazidime was also given to treat the serosanguineous drainage on (B)(6) 2015 and the lot number was updated.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device has been disposed; therefore, an analysis of the complaint device could not be completed. A review of the manufacturing documentation found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Study tr 0147: the nexsite device was successfully placed on (B)(6) 2015. During a monthly follow-up visit, a light-coloured serosanguinous drainage was noted coming from the catheter site and a possible crbsi (catheter-related blood stream infection) was suspected. Preliminary blood culture results on (B)(6) 2015 showed gram positive cocci in clusters/ coagulase negative staphylococcus. The device was removed on (B)(6) 2015, antibiotics (vancomycin and cefepime) were required to treat the infection and a palindrome catheter was inserted into a new tunnel approximately 6cm inferiorly. The previous disc incision site was dehisced during removal and a significant amount of pus was expressed from this incision as well as the catheter exit site. A wound culture on (B)(6) 2015 showed no organisms. Final blood cultures done on (B)(6) 2015 had no growth after five days. The event had resolved by (B)(6) 2015. Upon inspection of photographs from device placement on (B)(6) 2015 in comparison to photographs taken on (B)(6) 2015, it was noted that the device was implanted directly underneath of the previous exit site that was not healed prior to device placement. This is questionably the cause of the drainage.

Event description:
Conclusions of the cec (clinical events committee) following adjudication of the adverse event: exit site infection/complication. No bsi (blood stream infection). A mitigating factor was device placement.